Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, a plastic stent was loaded into the delivery system, and the device was advanced through the scope and into the common bile duct. The stent was then deployed; however, the introducer began to pull back while deploying the stent. When the delivery system was completely released, it was noted that the introducer was left in the stent. The nurse was unable to retrieve the remaining introducer by adjusting the pull wire in and out. Eventually, the introducer was retrieved out of the stent by slowly retracting the scope. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event.